Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. Received only photo attached. Based on the attached photo, the was no finding observed since there are only the funnel part of catheter provided for investigation. In addition, the reported event could not be confirmed due to poor sample condition. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record. Proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all times. Empty the collection bag regularly using a separate, clean collection container for each patient. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they removed a foley from a female patient and the balloon had a hole in it and was already deflated when they went to remove it. When tested the balloon after and I would not hold air or fluid. It was intact but leaking.

Event description:
It was reported that when they removed a foley from a female patient and the balloon had a hole in it and was already deflated when they went to remove it. When tested the balloon after and I would not hold air or fluid. It was intact but leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. Received only photo attached. Based on the attached photo, the was no finding observed since there are only the funnel part of catheter provided for investigation. In addition, the reported event could not be confirmed due to poor sample condition. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they removed a foley from a female patient and the balloon had a hole in it and was already deflated when they went to remove it. When tested the balloon after and I would not hold air or fluid. It was intact but leaking. Per follow up information received on 24sep2025, it was reported that no physical sample was available. Only a photo of the affected product was provided. There was no patient impact or harm noted.